Event description:
It was reported in a journal article that two patients in the porous tantalum (ta) cohort, experienced dislocations on an unknown date. No information was provided on treatment or intervention. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk trabecular metal modular acetabular cup; unk m/l taper stem. G2: foreign ¿ event occurred in japan. G2: literature - kozaki t, yamazaki t, murakami k, sando s, hashimoto k, hoshino a, et al. (2025). Porous tantalum versus titanium-coated acetabular cups in total hip arthroplasty: midterm radiological evidence of supralateral bone defect filling without grafting. Journal of joint surgery and research 3(3):138-144. Doi: https://doi.org/10.1016/j.jjoisr.2025.06.002. H6: proposed component code: mechanical (g04) ¿ head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.